Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery after lens implantation, suddenly during a viscoelastic removal the patient's anterior chamber went flat, collapsed and split the capsule without any indication or warning. The surgeon had to perform a vitrectomy. The system stopped aspirating.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based upon the information, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).